Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) came to his doctor office after he heard and felt something different during inflation of his device. The physician made a revision he felt like there was air in the device, but it still inflated and deflated okay. The sales rep checked too, and she observed a clicking noise and feel when squeezing the pump. After a handful of squeezes, the pump stayed depressed. The physician cycled back and forth between the deflation button and pump multiple times. This resolved the semi-flat pump. Click still continued but device inflated and deflated as it should. The doctor will follow up if needed. The device is still implanted. No patient complications reported.